Manufacturer narrative:
The customer's report of a balloon in the silicone segment was confirmed. Visual inspection showed that the silicone segment tubing had a slight bulge/balloon just below the upper fitment. Functional testing resulted in the fluid flowing freely through the set with no issues. Additional testing by giving an IV push without clamping the tubing above the injection port replicated the ballooning. The root cause of the balloon/bulge in the silicone segment was identified as an IV push or flush being executed below the pump without first clamping the tubing above the injection port. This action can result in excessive pressure within the silicone segment.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of tpn and lipids was noted to have a bulge in the silicon segment of the tubing. The pump alarmed for "patient side occlusion" when the clinician noted the bulge. There was no patient harm.